Event description:
On (B)(6) 2020, the wire of the padlock clip cap broke and the cap detached from the scope when attempting to extract the scope during a colonoscopy. When attempting to retrieve the cap, a perforation was noted. Subsequent surgery successfully retrieved the cap but attempts to repair the perforation resulted in an ileostomy. FDA safety report ID# (B)(4).